Event description:
Pt underwent right total knee replacement postop on pt controlled epidural analgesia for pain. 15 hrs postop pt found unresponisve. Anesthesiologist called and narcan given. Transferred to telemetry then ICU. Developed pneumonia.